Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019 during which the surgeon noted that the mesh had pulled completely away and had a wad of small bowel stuck to it. He had to perform a resection of the segment of small bowel stuck to the mesh. Then the rest of the mesh was removed. It was reported that the patient experienced severe pain, discomfort, nausea, inflammation and loss of appetite. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 3/29/2021. Additional h6 clinical code: e2101. H6: appropriate term / code not available (e2402) utilized to capture mesh migration. Additional b5 narrative: it was reported that the patient experienced recurrent incisional hernia, obstruction, migrated mesh and adhesions following surgery.